Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted during the phone indicated the device was working properly. Instructed customer to change set and rotate site. Customer called back later and said when they removed the infusion set the cannula was bent.